Manufacturer narrative:
(B)(6).

Event description:
Ldh highly elevated. Pump flows increased. Pt in acute liver failure with sepsis syndrome, hit, and dic. Pump thrombus suspected. On (B)(6) family requested palliative care. On (B)(6) 2014, no vad flow and pump stopped. All support withdrawn and pt expired.